Event description:
Right femur lift failed. Patient not on bed at time. Lift needed to be operated manually with manual crank.======================manufacturer response for o.r. Bed, hana table (per site reporter).======================unknown; the rep was notified of the problem with the lift.